Event description:
It was reported that the system 9800's power cord had frayed insulation and presented a shock hazard. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The power cord was replaced. The sys was tested and found to be working as intended and placed back into service.